Manufacturer narrative:
Citation: gumus f, et al. Multiple valve implantation through a minimally invasive approach: comparison of standard median sternotomy and right anterior thoracotomy. Heart lung circ. 2020 sep;29(9):1418-1423. Doi: 10.1016/j.hlc.2020.01.012. Epub 2020 feb 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the feasibility and safety of minimally invasive multiple valve implantation with right anterior minithoracotomy compared to multiple valve surgery via a standard median sternotomy. All data was collected from a single center between january 2014 and december 2018. Of the 52 patients included in the study population (26 males, 26 females; mean age 72.6 years), 20 patients underwent tricuspid valve annuloplasty with the medtronic contour 3d. No unique device identifier numbers were provided. Among all patients in the study population, five non-valve-related deaths occurred during follow-up. The deaths were not linked with contour 3d. Non-death adverse events that may have been associated with contour 3d: reoperation/re-exploration for bleeding; stroke; third-degree atrioventricular block requiring permanent pacemaker implantation; low cardiac output; and post-operative atrial fibrillation. No additional adverse patient effects or product performance issues were reported.